Event description:
It was informed that patient experienced thrombosis. During a pulsed field ablation procedure to treat an atrial fibrillation, a farawave catheter was selected for use. Transseptal puncture was successful, initial access and the physician pre-mapped with a non-boston scientific (bsc) catheter. The irrigation flow rate was on high flow during the procedure. However, upon going across transseptal with the farawave catheter, a clot was observed on the rosen wire. The physician pushed the clot into the left superior pulmonary vein (lspv) and administered additional heparin. A computed tomography (CT) scan was performed after consulting neurology for advice, and the patient fully recovered with normal results and no residual effects. The physician does not believe the complication was device-related, and no device issues were reported. There was no transesophageal echocardiography (tee) performed day of pre-procedure; however, the patient was on eliquis going into the procedure. The farawave catheter is not expected to be returned for analysis as it was disposed. It was further reported that the patient went for the CT after the case and spent the night, but it was also believed that the patient was going to spend the night regardless. The patient was discharged the next day. The guidewire used was a starter rosen wire. No versacross transseptal device was in the body when clot was noticed. Only the faradrive, farawave, and rosen wire were in the patient when the clot was noticed. The physician does not believe the bsc products contributed to this event in their opinion.

Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was informed that patient experienced thrombosis. During a pulsed field ablation procedure to treat an atrial fibrillation, a farawave catheter was selected for use. Transseptal puncture was successful, initial access and the physician pre-mapped with a non-boston scientific (bsc) catheter. The irrigation flow rate was on high flow during the procedure. However, upon going across transseptal with the farawave catheter, a clot was observed on the rosen wire. The physician pushed the clot into the left superior pulmonary vein (lspv) and administered additional heparin. A computed tomography (CT) scan was performed after consulting neurology for advice, and the patient fully recovered with normal results and no residual effects. The physician does not believe the complication was device-related, and no device issues were reported. There was no transesophageal echocardiography (tee) performed day of pre-procedure; however, the patient was on eliquis going into the procedure. The farawave catheter is not expected to be returned for analysis as it was disposed.